Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that, 2 triple lumen PICC lines were placed today and when removing the stylet in both the lines we placed the stylet curled. Additional information provided 22 may 2023 it was reported by the customer "patients were not compromised, and no injury occurred." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, triple lumen PICC line was placed today and when removing the style it was curled. Additional information 5/22/2023: patient was not compromised, and no injury occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a curled stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one ECG tls stylet. The wire was inlaid through the t-lock assembly. A region of the stylet wire between the plastic-coated region and the t-lock assembly was tightly coiled. Microscopic inspection of the stylet confirmed that a portion of the wire was tightly coiled. The plastic-coated region was intact. The observed permanent stylet wire shape memory was replicated using a non-complainant device by withdrawing the stylet when the catheter was constrained and was not flushed prior to stylet withdrawal. The observed stylet deformation appeared consistent with damage caused by stylet removal against resistance, likely during catheter placement.

Event description:
It was reported, triple lumen PICC line was placed today and when removing the style it was curled. Additional information 5/22/2023: patient was not compromised, and no injury occurred. This report addresses the first device.